Manufacturer narrative:
Tandem quality engineer reviewed pump data and there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the customer experienced multiple undefined low blood glucose (bg) levels ranging from 49-63 mg/dl. At least one low bg was addressed by consuming juice. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.